Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the tandem wall adapter and leaving it plugged into a working outlet for over 30 minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support sent a replacement charging cable and wall adapter via two-day shipping and advised the customer to rely on multiple daily injections if the pump battery depletes before receiving the supplies. It was later noted that the pump began charging as intended, but it was unclear which supplies the customer was using.